Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to a detection issue which mis-classified supra ventricular tachycardia (svt) as ventricular fibrillation (vf). The ICD remains in use. No further patient com plications have been reported as a result of this event.